Event description:
It was reported that a patient control module for an infusor device began leaking from the back during filling. It is unknown what solution the device was being filled with. This event was noted prior to use. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One use patient control module was returned for evaluation. This sample was visually and functionally tested. A leak test was performed and a leak was observed at the tubing connection located inside the patient control module's housing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between 3 january 2013 and 9 january 2013. Evaluation summary: the cause of the leak was determined to be an insufficient amount of weld at the interfaced area of the tubing and reservoir. In order to address this condition, personnel involved were given awareness training. Should additional relevant information become available, a supplemental report will be submitted.